Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer chose to independently finish reloading the cartridge before resuming insulin deliveries and was advised to contact support should the issue reoccur.